Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Despite follow-up attempts, no response was given to date.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. She was not pregnant. The patient was admitted to hospital on (B)(6) 2015 with severe pain which started on (B)(6) 2015; it was reported she could not move. She had been emergency room several times since essure inserted. The CT scan, ultrasound, and cbc (full blood count) all came back normal. At time of the report, she was on antibiotics and pain medication; the events were still occurring and the devices were not removed. Follow up information received on 19-oct-2015: the patient had essure on approximately (B)(6) 2015 (discrepant information). She experienced pain, enough to go the ed (understood as ER) several times before being admitted for severe pain. She had normal wbc, cbc, cultures, ultrasound and CT were reported to show essure in appropriate location with no other findings, and at the time of this report the films were not seen by provider but reviewed with radiologist. The provider stated no problems with insertion. These findings were discussed with the provider: these may represent a perforation and a laparoscopy with possible removal was recommended. Product technical complaint (ptc) investigation result received on 29-oct-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized due to severe persistent pain after essure (fallopian tube occlusion insert) insertion. A laparoscopy with possible removal of essure was recommended, as patient symptom might represent a perforation. The reported events are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, patient went to the ER several times due to pain until she was hospitalized. Although, according to the report, no abnormalities were found in her CT scan, ultrasound and blood count; a perforation was suspected. The events occurred a few days after essure insertion. Considering the close temporal relationship between essure insertion and the reported events; causality cannot be excluded. This case was considered an incident, since hospitalization was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information (patient's outcome) is being sought.